Manufacturer narrative:
It was noted that the vagina was exceedingly small, very difficult to even place a small uterine manipulator. The uterine manipulator in the vagina resulting in need for morcellating to remove the uterus. The uterus was 14cm. Procedure performed robotic assisted laparoscopic hysterectomy and cytoscopy.

Event description:
It was reported that a patient underwent a robotic assisted laparoscopic hysterectomy through a 12 port on (B)(6 )2013. During the procedure, the device stopped morcellating one minute into use. Another like device was used. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade was not seized and the device operated as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-03298, medwatch 2210968-2013-03299, and medwatch 2210968-2013-03302. The same patient is represented in each medwatch.